Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. After a non bsc guide wire crossed the lesion, a 3.50mmx32mm promus element¿ plus stent was advanced but difficulty was encountered due to severe resistance between the device and the guide wire. It was then noted that the 3.50mmx32mm promus element¿ plus stent was stuck on the wire. The device was removed together with the guide wire as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.